Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the examination lamp was not an olympus lamp. Dust had accumulated inside the device. The reported event may have been caused by the fan not working properly due to accumulated dust. After cleaning the device, the device worked properly. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that when the device was started, the emergency lamp lit up instead of the examination lamp every time. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) and found that after a few minutes of using the device, the examination lamp went out and the emergency lamp lit up. And error code e103 was displayed on the monitor screen. Error code e103 means that the light source had broken down.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, there is possibility that the reported event was caused by the following: accidental failure of the igniter. Failure due to aging of the igniter due to repeated use for a long period of time when the device was used frequently, because more than seven and a half years have passed since the device was delivered. In addition, omsc concluded that the examination lamp could not be light up due to the failure of the igniter and switched to the emergency lamp, resulting in the error e103. Also, the fan may have been damaged by a strong impact such as the user hitting the device against a hard object or dropping the device on the floor. And there is a possibility that terrible dust had accumulated in the device because the user used the device in a dusty environment and did not maintain it. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.